Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the primary IV tubing splits after the roller clamp is from the secondary tubing which is rolled down the primary tubing is unclamped. The primary tubing is primed with ns or d5. Once either chemo or a premed is started, the tubing splits and wither leaks on floor or sprays the patient. There is no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of ¿tubing split and leak¿ was confirmed. Visual and functional testing confirmed a cut in the tubing located a couple inches below the drip chamber. The root cause of the ¿tubing split and leak¿ could not be determined.

Event description:
The customer reported that when a secondary infusion in running, the tubing from the primary ns or d5 is clamped off by inserting it into the outside groove of the roller clamp on the secondary set. When the secondary infusion completes, the pump module alarms, and when the primary tubing is removed from the outside groove of the roller clamp, it splits resulting in a fluid leak.